Manufacturer narrative:
Evaluation summary: there is evidence of loosening of the coating. It is not possible to determine whether this was the primary cause of, or secondary to, the cup loosening. Corin are aware of a less than 0.1% reported rate of cup loosenings against worldwide sales.

Event description:
Revision of cormet cup, 4.5 years after implantation, due to cup loosening.